Event description:
Pt active scheduled for outpatient ercp. During procedure cannulation was reported difficult. Approx 20-30 mins into the procedure, pt's b/p and o2 saturation noted to fall. O2 increased but mins later o2 saturation continued to decrease, pt respirations decreased. Pt previously received IV sedation for conscious sedation. When pt respirations decreased, reversal agents administered to pt. Pt became apneic and shortly after ercp discontinued and max code called. CPR started pt intubated. Cxr showed bilateral pneumothorax - chest tube inserted. Pt transferred to ICU on ventilator. Eeg 24 hrs later reported as severe diffuse cerebral dysfunction. Pt's family requested ventilator support be discontinued. The next day 5 pm pt died at 2145.